Event description:
It was reported that during a routine implantable neurostimulator (ins) replacement ¿some years back¿, the surgeon removed the lead from the extension barrel and noticed that the outer insulation of the lead had ¿broken¿ where electrode 0 (the contact closest to the tines at the non-stimulating end of the lead) joined the outer lead insulation. The surgeon however remarked that it was an ¿old lead¿. It was unknown if there was any patient injury. Patient outcome was unknown.

Manufacturer narrative:
(B)(4).